Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v325832, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v325832, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Information was received from the consumer that reported on (B)(6) 2015 and (B)(6) 2015 the patient had fallen down. On the (B)(6), the patient was feeling shocked. They had a loss of therapy and they couldn't walk and was in a wheelchair. The patient had decreased stimulation and a loss of stimulation. The patient was implanted for parkinson's disease. Further follow-up was being conducted to determine what troubleshooting was performed and what actions/interventions were taken to resolve the issue. If additional information is received, a follow-up report will be submitted. Please see manufacturer report #3004209178-2015-20907 for information on the patient's concomitant system.